Event description:
It was reported that during a thoracotomy procedure, the device would not open. The stapler worked well with the first reload (blue). Once the second reload put in place, the surgeon closed the device on tissues, and then wanted to reposition the device before firing it, but he could not open the jaws. The surgeon used the opening button but it did not work. As the stapler was not activated, the surgeon pulled the device out of the tissues, the device slipped on the tissues and he was able to remove it without worry. The sales representative was present; he then tested the stapler, which worked well. He thinks that after the first staple, a staple fell into the stapler, prevent the full return of the knife and block the opening of the jaws. The surgeon used another like device to perform the procedure, which ended without further issue. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that one ec45 device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event described could not be confirmed as the device opened without any difficulties noted.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.